Event description:
Revision knee arthroplasty performed in 1998 due to pain and instability, patient underwent additional surgery in 2002, in which the polyethylene tibial bearing component was replaced. Posterior wear noted on the explanted tibial bearing.